Event description:
The user facility biomed reported that while in a pt use (adult mode) the unit stopped ventilating and gave an extended high ppeak alarm and safety valve open was noted with a continuous audible alarm sounding. Clinicians immediately removed the adult pt and placed the pt on another ventilator, no harm was noted. The biomed received the unit and is able to duplicate alarm conditions on cycle on and after est test which unit passes but alarm conditions (ext high ppeak/safety valve open) are noted and no breath is delivered. The facility is requesting carefusion field svc to evaluate and repair the unit.

Manufacturer narrative:
(B)(4). The carefusion field svc rep evaluated and identified a malfunctioning gas delivery engine. The carefusion field svc rep repaired the device by replacing the gas delivery engine and running the device through a complete checkout per the operator's and service manuals. Upon completion the device ws released back to the customer ready to be replaced back into svc. The carefusion failure analysis lab tech evaluated the trans con alarm assembly board from the returned gas delivery engine, verified the failure and determined the failure was caused by a malfunctioning inspiratory pressure transducer. Carefusion has initiated an internal corrective action request through our corrective and preventative action system address this issue. This MDR is being submitted following a retrospective review of avea ventilator complaints related to a recall being performed by carefusion on the avea ventilator.